Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
String came out of the center of the tampon, leaving the absorbent part stuck inside me - vagina [foreign body in reproductive tract] went to remove the tampon and the string came out of the center of the tampon, leaving the absorbent part stuck inside of me [complication of device removal]. String came out of the center of the tampon [device breakage]. Case description: consumer contacted via e-mail and stated that she went to remove the tampon and the string came out of the center of the tampon. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String came out of the center of the tampon, leaving the absorbent part stuck inside me - vagina [foreign body in reproductive tract]. Went to remove the tampon and the string came out of the center of the tampon, leaving the absorbent part stuck inside of me [complication of device removal]. String came out of the center of the tampon [device breakage]. Consumer contacted via e-mail and stated that she went to remove the tampon and the string came out of the center of the tampon. No serious injury was reported.